Manufacturer narrative:
Continuation of concomitant medical products: product ID: wr9220, serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient has had difficulty charging the ins the last four times they tried recharging. It is difficult to make a connection. They charge once a week. It used to get down to 70% and now it gets down to 60%. It used to take a half hour to recharge and now it takes a greater part of a day. In the video it shows a women watering flowers as she recharges. The patient said they have to stand at the counter and read a book and stand completely still. If they sit down they lose the connection. If the robot vacuum is going they can't charge. The patient reported sensations while recharging like a shock since day one. Today they experienced shocking twice. It doesn't occur every time they recharge. The patient assumed the location was where the metal pins are on the recharger. The implant site is healed. They did not use a layer of clothing because they can't get a connection with the recharger through the t-shirt. They use a belt and need to charge on a low setting. The low ER recharging power seems to help the sensation. They've never gone back to the higher setting but still experience the sensation but it is not every time. They do not know what screen was up on the recharge application. The patient still experiences shocks but not every time. They said it is random and probably occurs at some point when trying to connect. They don't know if changing the programs makes any difference. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins (the patient said they feel something pointy like a lead more toward the left and on the right maybe something bigger). They had already recharged the stimulator to 100% before they called so troubleshooting wasn't done while on the phone but tips were provided for the patient to follow. The patient has noticed for a while that they feel like they can push the stimulator up and down. The following tips were suggested: reposition the recharger and leave it in place for 30 seconds before repositioning, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi, recommended using recharger over a thin layer of clothing, recommended decrease charging speed. The patient is going to try the suggestions next time they recharge and if they still have difficulty they will call back to troubleshoot over the phone. It was also suggested they could follow up with their doctor to see if the position of the stimulator is causing difficulty with recharging. The patient also reported they are always getting the reboot message on the handset. Once they reboot the message is resolved.